Event description:
It was reported that bd ultra-fine¿ insulin syringe plunger cap is damaged. This was discovered before use. The following information was provided by the initial reporter: the plunger cap has been damaged.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 1/2cc, 12.7mm syringe. Customer states that the plunger cap has been damaged. The returned syringe was examined and exhibited a crushed plunger cap. A review of the device history record was completed for batch# 90077779. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 17sep2019, holdrege received (1) loose 0.5ml, 29ga x 1/2in syringe from material 326666, batch 9007779. The sample was decontaminated per hstr-17 and hqa-68 prior to evaluation. Visual inspection of the syringe found the cap to be crushed and the top of the plunger to be slightly bent at the point where the damage on the cap was in relation to where the top of the plunger was inside the cap. The collar of the barrel was also slightly misshapen from the crushing damage to the cap. Process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no quality notifications or maintenance dispatches that pertained to this defect during the production of this batch. A definitive root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ insulin syringe plunger cap is damaged. This was discovered before use. The following information was provided by the initial reporter: the plunger cap has been damaged.